Event description:
During preventative maintenance, a flo-gard infusion pump was found with a broken alternate current power cord; this condition had the potential to interrupt delivery. The process step was not identified; there was no report of patient involvement. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service. This is an ancillary service event. The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.